Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("mine (coils) are embedded in my uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: on monday, she was scheduled to undergo full hysterectomy with tubes. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal tubes may have pet fibres. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("mine (coils) are embedded in my uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: on monday, she was scheduled to undergo full hysterectomy with tubes. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal. Tubes may have pet fibres. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('mine (coils) are embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal distension"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension and embedded device to be related to essure. The reporter commented: on monday, she was scheduled to undergo full hysterectomy with tubes. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: abnormal. Diagnostic results: tubes may have pet fibres. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : reporter information and new event "abdominal distension" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.